Manufacturer narrative:
Siderail timing link. Bent power prong.

Event description:
It was reported by service report that the head left and right rails were stuck in the high height and would not latch. Also, the power cord was damaged. No pt involvement or adverse consequences are reported.